Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that during knee arthroplasty procedure, the polyethylene articular surface did not fit into the tibial component when the surgeon attempted to insert the device.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
Visual inspection of the returned device identified that one of the rails of the dovetail feature was flared out on one side and compressed on other. It has also been noted that there are gauges on surface of the device. Dimensions were found conforming to print specifications where measured. Review of the device history records for the articular surface did not find any deviations or anomalies. This device is used for treatment. Product history search revealed no other additional complaint against the related part and lot combination. The compressed dovetail feature indicates that the articular surface was not correctly placed and oriented before pushing it with the inserter instrument. The flared portion of the dovetail feature and the compressed marks on the periphery of the inferior surface probably result from the removal of the component from the tibial plate. It is likely that the mating problem encountered is related to surgical technique and the root cause is considered to be a misuse by the user.

Manufacturer narrative:
(B)(4).